Event description:
Customer reported a button error alarm. The customer's blood glucose was 104 mg/dl. The customer stated he had gone into the ocean with his insulin pump prior to the alarm occuring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip. No moisture damage at the electronic assembly noted.